Event description:
Additional information received reported the patient did not like recharging and they wanted their implantable neurostimulators (ins) changed. The patient did have good therapy and results prior the ins replacement. There were no patient symptoms or complications associated with this event. Following the replacement, the patient seemed to be doing well.

Manufacturer narrative:
Concomitant products: product ID 37713, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v766314, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v766315, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v754567, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v752891, implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported that the patient let the battery die. A trickle charge would be performed at a later date. The patient¿s status was alive with no injury. It was further stated that an overdischarge (od) was confirmed. The patient let the battery die around (B)(6). The company representative wasn¿t able to troubleshoot. The patient wanted a non-rechargeable device. Additional information was requested, if received, a follow up report will be sent.